Manufacturer narrative:
The surgeon has reported that the patient was 20/25 on followup and had no aberations or tissue damage.

Event description:
The surgeon reported that a ctr was threaded through the loop on the capsule retractor. He was unable to remove the ctr from the loop and cut down the capsule retractor as much as possible and left it in the bag.